Event description:
Injection leaked at the hub x 2 different needles during the injection. The third attempt was successful.per procedure note: "using sterile technique, the area was cleansed with chloraprep and sterile ultrasound gel was applied to the ultrasound transducer. Under ultrasound guidance, a 22 gauge needle was advanced into the symphysis using an out of plane approach. 1ml 1% lidocaine, 0.5 ml 0.5% ropivacaine, and 40 mg of 40mg/ml depomedrol was injected and visualized entering the desired space."